Event description:
Per the audiologist's report, this pt developed a delayed facial nerve palsy 3 weeks post-implant surgery. The pt's ears and eyes were reportedly red, sore and swollen. Family members who were in contact with the pt during this time reported having the "flu". The physician admitted this pt to the hosp overnight for IV antibiotics. In 2006, the pt reported for the initial activation of his implant and no longer showed signs of facial paralysis or facial nerve stimulation.